Event description:
A customer observed negatively biased valp qc results on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that calibrator responses and calibration parameters are typical. Post-calibration qc results were acceptable. Precision testing yielded acceptable results. The customer has not performed additional requested troubleshooting. The definitive cause of the event has not been determined.